Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "scan disk error" message. No other details regarding the nature of this event were provided.